Event description:
The manufacturer received information alleging a ventilation service required on a trilogy 202 device. The device was not in use on a patient at the time of the occurrence. The trilogy 202 device was returned to the manufacturer service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation it was noted an error code, oxygen blending module (obm) accuracy urgent (e-0344), was observed on the device's error log. The manufacturer's service technician further evaluated and determined the obm printed circuit assembly (pca) had caused the ventilation service required to occur on the device. In conclusion, the device's obm pca was replaced to address the issue. The root cause is confirmed at this time. Additionally, during the service of the device, the sensor pca and system pca were replaced for the pressure value was not measured during calibration of the device. However, further investigation determined that the test station was at fault for the test steps failing during calibration. The front enclosure, obm housing, ac connector, obm gasket, enclosure seal, and rubber feet were replaced for physical damage unrelated to the reportable issue. The device passed all final testing.